Manufacturer narrative:
Result of investigation: vyaire medical was able to verify reported issue. The tubing was replaced in all system. 2 year preventive maintenance was performed. Tested and completed ovp test as per service manual. Unit meets factory service specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea ventilator has water ingress, making a very loud noise from the compressor and error message (not ventilating) is constantly on. The reported event happened during use on a patient. Patient harm is not known at this time.